Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately seven months post implant of the device approximately five years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was noted that the outer tubing overlay showed cosmetic environmental stress cracking, a white substance was observed on the lead surface, and a cosmetic depression was noted on the surface of the outer insulation at the connector. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was noted that there was a white substance observed on the lead surface and a cosmetic depression noted on the surface of the outer insulation at the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.